Event description:
After an implantation period of approx. 70 months, it was reported that the ICD was in eos status. An MRI scan of the wrist was performed, but no reprogramming of the ICD was performed.

Manufacturer narrative:
The ICD first underwent a status interrogation, which confirmed the device status eos. The ICD had been implanted over a period of 70 months, and 25 charge processes had been documented. The electrical analysis first analyzed the memory content of the ICD. The existing iegm from (B)(6) 2019 at 10:27 a.m. Showed interference signals in the ventricular and far field channels. In addition, it was noted that the battery state eos was detected on the same day at 10:27 a.m. The frequency and morphology of the sensed interference, as well as the eos detection, are with high probability the result of the impact of a strong external magnetic field, which indicates the beginning of the described magnetic resonance tomography. The MRI mode of the ICD had not been activated at this time. The eos state was removed with a technical programmer, and the device then showed the state mol1. The battery voltage of 3.11 v indicates a charged battery. The icds capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the charge time proved to be unremarkable. There were no indications of a device malfunction, the device proved to be fully functional. In summary, the implant proved to be within the electrical specifications. There was no indication of a device malfunction. It is very likely that the observed device behavior resulted from the impact of the strong external magnetic field during the magnetic resonance tomography. The MRI mode of the ICD was not activated during the MRI exam. There was no material defect or manufacturing error.